Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient claimed that the ins was broken and not working following an event when the patient fell on the ins. The caller indicated that the ins was working in (B)(6) 2025 when they completed an MRI. The patient reported that at the end of the month the ins will be replaced. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (ts) reviewed MRI information. The caller initially said that the ins had not worked for 6 weeks since the patient fell on the device, but later in the call when ts asked the caller when the patient fell and the ins stopped working the caller stated that they did not know.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.